Event description:
It was reported that during a laparoscopic sigmoidectomy, the instrument did not staple completely and could not be removed when fired. The case was converted to open and completed with over stitching.